Event description:
It was reported that the patient developed a hematoma in the device pocket. The hematoma was evacuated and the device remains implanted. The patient was in stable condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.